Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for investigation fully deployed. After removing the pod housing, corrosion was observed on multiple components, such as the pcb and the bottom battery. All three battery voltages were lower than expected, however data was able to be retrieved from the device after using an external power supply. Inspection of the pod found evidence of internal leaking and corrosion. Due to the presence of corrosion, a leak test was performed after filling up the reservoir with test fluid. No leakages were observed along the entire fluid path. The exact cause of corrosion could not be determined. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. It could not be determined if the observed corrosion is an indication of the device not properly delivering insulin.

Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to 346 mg/dl (19.2 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported that the pod was attached to their thigh for 24 hours. Due to the high bg levels, corrective bolus shots of 8 to 10 units of insulin were administered. The pod was removed and a new pod was applied. The device investigation found internal corrosion.